Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple error alarm. The customer's blood glucose value was 246 mg/dl. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the pump. Customer states the alarm occurred immediately after a battery change. Post-reset ram crc alarm has occurred more than once after a battery change. The insulin pump will not be returned for analysis.